Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis of the lead with serial number (B)(4) determined that there were multiple broken conductors 2.9 centimeters from the proximal end and 10 centimeters from the distal end of the lead. The broken conductors are #0, #2, #3, #5, #6, #7. It is unknown what conductors are broken in what location. Analysis of the lead with serial number (B)(4) determined that conductor #5 was broken 2.7 centimeters from the proximal end of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was a loss of stimulation and out of range impedances. The impedances on 5, 6, 7, 8, 10, 11, 14, and 15 were out (of range). The leads were removed and replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads were replaced because they were broke. The indication for therapy was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.